Event description:
It was reported that during routine follow-up, externalized conductors were observed via diagnostic imaging. All electrical measurements were good. Based on the review of images provided to st. Jude medical, the conductors do not appear to be externalized. Lead remains implanted and will be monitored with follow-ups. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.